Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead perforated the patient's ventricle. The patient was diagnosed with a pericardial effusion. A pericardiocentesis was performed on (B) (6) 2010, and again on (B) (6) 2010. On (B) (6) 2010, the physician opened the pocket and repositioned the lead. The pericardial effusion was resolved, but the patient still had a pleural effusion. The patient would be monitored.